Event description:
The customer reported that during an infusion of chemotherapy medication, the user noted fluid leaking from the tubing to the filter engagement. There was no pt or staff harm reported. Medical intervention was not required. The customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A f/u report will be submitted with the results of the investigation once it has been completed.